Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 314 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent.

Manufacturer narrative:
The device was received with the soft cannula fully deployed. The investigation found that there were no bends, kinks or damage to the cannula. The data showed no evidence of struggle in the drive mechanism indicating that the cannula was not occluded by bends or damage at the time of the event.